Event description:
It was reported that the ventricular lead dislodged. During the revision procedure, the patient deceased. There is no allegation from a health care professional that suggests that the death was device related.